Event description:
A customer observed negatively biased valproic acid (valp) results for quality control fluids. Pt results were not reported until acceptable quality control results were obtained. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation into this event found that the vitros 5, 1 fs analyzer was performing as expected. The customer was handling the valp reagent pack in a consistent manner according to the instructions for use for the valp reagent. The root cause of this event unk. The investigation is on-going.